Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A osseotite® tapered certain® implant 4 x 11.5mm (xifnt411) was returned for investigation. Visual inspection of the as returned product identified excessive bone and fractured at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Device history record (DHR) review was completed for the subject lot number (2015052116). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2015052116) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Email address was not provided.

Event description:
It was reported that the implant fractured in dental site 36, the implant was removed.